Manufacturer narrative:
Further information was requested but not received.

Event description:
The patient presented in-clinic due to shooting pain in the left shoulder. Upon investigation, an externalized conductor was noted on the left ventricular (lv) lead. A revision procedure was performed, the lv lead was explanted, and a leadless pacemaker system was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead abrasion was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies except for procedural damage.